Manufacturer narrative:
The pod was received with cannula deployed. The exposed soft cannula was found to be measured out of specification (short in length and flattened). During fluid path test, fluid was found leaking through a tear on the exposed soft cannula, where the tip of the formed needle rested. The tip of the formed needle was visible through the tear of the exposed soft cannula. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of fluid leaking through needle guard. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 250 mg/dl while wearing the pod. Patient experienced leaking with this pod.